Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not hospitalized only required emergency medical services for low blood glucose level.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay, broken belt clip rails and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer stated that the emergency medical service called due to seizures and low blood glucose. The customer was treated with glucagon shot. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.